Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found.

Event description:
It was reported that during the implant procedure, high, out of range pacing lead impedance was observed. After trying several positions and obtaining high, but in range pacing lead impedance measurements, high, out of range hv lead impedance was observed. High capture thresholds was also noted. The physician elected to implant a different lead instead. The patient was stable.